Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center displayed a b40. Complete video malfunction error on the monitor, after connecting the scope. Concurrently, the image shifted to the center and then returned to its normal position. Additionally, narrow band imaging did not function and the auto image brightness adjustment stopped working. This issue occurred, during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. However, only customer complaint related to image brightness adjustment not working could not be confirmed. Based on the results of the investigation, a definite root cause that led to the malfunctions could not be identified. However, it is likely the following led to the malfunction: event 1 - 'error code b40' occurred due to faulty main board. Event 2 - no cause for 'image brightness adjustment not working'. Event 3 - 'all leds on front panel are continuously glowing' is due to faulty printed circuit board. Event 4 - 'no image on monitor' is due to faulty printed circuit board. Event 5 - 'front panel switches/keys are not working' is due to faulty front panel. Olympus will continue to monitor field performance for this device.